Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred prior to use on a patient during functional testing. The pump was checked during routine checkup, and it was noted that the pump was not functional. Additional information: upon receiving further information, the pump went off after 30 minutes of pumping. The pump was then switched off/on, and the problem was repeated for 30-40 minutes. As a result, the pump was switched for another. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of iabp system error #3 was confirmed by the service technician, however, no parts were returned to teleflex chelmsford for investigation. The pump assembly was replaced by a service technician and the issue was resolved. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the event occurred prior to use on a patient during functional testing. The pump was checked during routine checkup, and it was noted that the pump was not functional. Additional information: upon receiving further information, the pump went off after 30 minutes of pumping. The pump was then switched off/on, and the problem was repeated for 30-40 minutes. As a result, the pump was switched for another. There was no patient involvement.